Event description:
Description from the customer report: "(B)(6) underwent avr and she was having severe pah. Could not come off bypass and was decided to put the pt at v-a-ECMO. After initiation (2 hours after), blood was found to be leaking from the gas outlet port. As it was not possible to change the circuit that point of time (leak was not that significant), we continued with the same ECMO circuit." Ref.: # (B)(6).

Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints from this product. Similar products, showing a similar malfunction, have been tested and under optical microscope delamination of some gas fibers were observed. Hence, the priming solution or blood was able to flow inside the gap between the gas fibers and polyurethane and the gravity guided it to the gas exiting path along the housing. The manufacturer initiated a customer notification concerning the problem, the potential risk and the recommended handling in the event this failure occurs ((B)(4)). The investigation under CAPA process ((B)(4)) has identified that the root cause is due to the mfg process of the raw material fibers used in the oxygenator. If, during the surface pre-treatment, a system malfunction results in a system stop, the entire length of the fiber is not properly treated to modify the surface tension. If these untreated fibers are present in the epoxy area of the oxygenator, it is not properly fixed in the epoxy. When this occurs, the fibers are able to "shrink out" of the epoxy and result in the reported leakage. The raw material manufacturer has initiated steps to repeat the surface pre-treatment to ensure that the proper surface tensionpresent on the entire length of the fibers. Additional info: the product mentioned under is not distributed to the us, but the product with contributing design function to the affected component (quadrox-ID) is registered under 510 (k): k101153.